Manufacturer narrative:
Additional information: h4 (lot information confirmed 02mar2020 upon receipt of device). H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 02mar2020. The patient was reportedly 170 centimeters tall. The complaint device was in place for a "couple minutes". A contralateral approach was used. The sheath was being removed in order to place a closure device at the conclusion of the procedure when the separation occurred. Details of the patient's anatomy are unavailable. The patient is reportedly doing well. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Corrected information: the procedure being performed at the time of the event was an angiogram. This information was available and inadvertently omitted from the previous follow-up MDR submitted on 12mar2020. Summary of event: as reported, during an unspecified procedure, a flexor ansel guiding sheath separated as it was being removed from the patient. Additional information received 02mar2020. The patient was reportedly 170 centimeters tall. The complaint device was in place for a "couple minutes". A contralateral approach was used. The sheath was being removed in order to place a closure device at the conclusion of the procedure when the separation occurred. Details of the patient's anatomy are unavailable. The patient is reportedly doing well. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, specifications and quality control procedures was conducted during the investigation, as well as a visual inspection of the complaint device and personnel interview. Examination of the complaint device confirmed sheath material separation at the hub, leaving the flare and a small section of the tubing in the cap. Biomatter was present on the device. No additional damage was noted. A document-based investigation evaluation was performed. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record revealed no related nonconformances associated with this lot. A complaint history search revealed no other complaints associated with this lot number. Evidence from the complaint file, device history record, complaint history, validations, manufacturing documents, and device failure analysis suggests that the device was manufactured to specification. As there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. The product IFU warns: "if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal. Reinsertion of the dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal or flexor sheath, consider carefully reinserting the dilator prior to continuing removal." The IFU instructs the user: ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ a previously completed CAPA found that the primary contributing factors related to bond separation are the ability to advance the devices into restrictive anatomies and failure to reinsert the dilator prior to removal. A current CAPA is in place to further investigate this failure mode. Investigation has concluded that a definitive conclusion cannot be determined; although, it is possible that the cause of the failure is related to the procedure and the patient¿s anatomy, as the contralateral approach of the procedure likely contributed to stresses on the device. The risk assessment for this failure mode was reviewed and no additional escalation actions are required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Occupation = vascular & interventional radiology supervisor, radiology tech. PMA/510(k) number = k142829. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unspecified procedure, a flexor ansel guiding sheath separated as it was being removed from the patient. Additional information regarding event details, patient anatomy and outcome has been requested, but is not available at this time.